Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out-of-range (oor) pacing lead impedance measurements greater than 2,000 ohms along with noise, oversensing, inhibition of pacing and inappropriate anti-tachycardia pacing (atp). There was no pacing inhibition that resulted to greater than 2 seconds of asystole. The patient was brought in for defibrillation threshold (dft) test. Shocking lead impedance measurement was within normal parameters. There were several nonsustained episodes with few beats of oversensing but without biventricular therapy. Boston scientific technical services (ts) discussed that it could be an issue with the rv pace/sense (p/s) leg of lead from the yoke to the device or a connection issue with the header for the p/s portion. The patient was referred to the physician for possible lead revision. Additional information was obtained indicating that the possible source of the noise and impedance issues was felt to be as a result of a rv lead fracture. The patient underwent a revision procedure and this rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was inspected and thoroughly analyzed. The complete lead was returned severed in two segments at 11 cm from is-1 pin. Extracting stylet remains stuck inside distal segment. Visual inspection of the lead revealed calcified body fluid (calcification) covering over most of the proximal shocking coil along with set screw mark toward the front edge of the is-1 pin which may suggest partial insertion of lead into header. The returned segments of lead passed continuity test indicating that no fracture has occurred.